Manufacturer narrative:
The connector portion of the lead was returned in one piece for analysis. The partial of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented for a right atrial (ra) lead extraction due to low p wave amplitude. The lead was explanted and replaced. The patient was in stable condition.